Manufacturer narrative:
The subject device has not been returned to omsc for the investigation yet. The exact cause of the user's experience could not be conclusively determined. Omsc confirmed that the needle tube was detached from the handle section from the pictures of the subject device sent by our distributor. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc guesses that the bending force was applied to the handle section during the operation and it caused the breakage of the needle tube. The device instruction manual has warned users that applying bending force to the handle section may damage the device. Omsc will submit a supplemental report, if reportable result is found after the investigation. This report is being submitted as an MDR in an abundance of caution.

Event description:
Omsc was informed that the doctor could not move the needle tube into the sheath after the second piercing of the target area. The doctor withdrew the subject device with the endoscope from the patient and completed the procedure by using a similar device. There was no report of patient injury regarding this report.